Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the black duck bill seal came out of the device and fell into the patient abdomen. The seal was retrieved through the trocar with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Duckbill out of position the analysis results of the device found that it was received with the duckbill dislodged from the sleeve and missing. The duckbill valve is positioned between housing cap and sleeve with a pre-defined clamping force. One possible cause of this kind of issue, may be that during the insertion of surgical devices are inserted through the duckbill valve, the insertion force may exceed the clamping force on the duckbill valve, the duckbill valve may dislodge from its clamped position or slips away through sleeve inside the patient along with the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.